Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for a heater bag issue during fill 3 of 3. She canceled treatment and stated she would finish treatment manually. She was tired and did not want to troubleshoot any further. During follow up, the patient's pd nurse reported that when the patient was taking down the cycler set she found fluid had leaked on her hand and the cassette door .the nurse was able to confirm a cassette leak. The set was discarded. The patient did not have any signs of infection and her effluent remained clear. During additional follow up the pd nurse reported the patient had been prescribed prophylactic antibiotic vancomycin. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.